Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following complaint description (summarized): the device failed during patient use while providing invasive ventilation in aprv mode with fio2 of 75%. The failure occurred suddenly with an alarm tone and the error message "turbine error." The device had been checked a few hours earlier as part of a "ventilation system change" (tightness check and flow sensor calibration). The technical events reported include: (B)(4) blower faulty. (B)(4) blower speed low. (B)(4) blower voltage out of tolerance. An alternative ventilator was provided to the patient. The consequences for the patient were hypoxia and depressurization, but no harm was reported. The device failure occurred after routine checks, and the reference number from the local regulatory authority (bfarm) will follow.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: it was reported that an ambient state condition (ventilation stopped) occurred on a hamilton-c6 ventilator during clinical use, resulting in hypoxia and loss of pressure. An additional ventilator was required. The logfiles indicated reduced blower performance and an ambient state condition. The defective blower module (B)(6) was identified as the cause. The on-site technician replaced the blower according to the service manual and confirmed proper function using service software. After replacement, the ventilator operated normally. No other components required replacement, and no additional patient harm was reported. Hamilton medical ag did not receive the hamilton-c6 or the blower module for further analysis. No further information was provided. It was confirmed that the device functioned as intended after repair.

Manufacturer narrative:
Additional information follow up report: the logfile analysis shows the technical events (te) and technical faults (tf) which indicates that the ventilator went into ambient state condition. Hamilton medical ag requested the blower for hardware investigation. The hardware investigation is still pending. The investigation still requires additional time to be concluded. The investigation to verify the allegation is still in progress.